Event description:
Information was received indicating that a smiths medical cassette was leaking. More specifically, the bag inside of the cassette was leaking. There were no adverse events reported.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis and the sample received consist in one cassette product form p/n 21-7302-24 l/n 3882472. The sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and the cassette sample had a medication information label. Functional testing was performed by using a syringe to infuse water into the ay bag and leaking was detected in the ay bag, specifically located in top corner near pump tube connection. The customer's reported problem was confirmed. According to the investigation the most probable root cause is, that during leak test operation cassette's that failed (leak test), were not properly segregated. The following actions were taken, quality alert was created to notify production personnel regarding cassette proper segregation during leak test, to avoid failed cassettes been mixed and training was performed by production supervisor. The problem source of the reported problem is manufacturing.